Event description:
It was reported that the therapy cable assembly and hard paddles assembly would not stay connected to the customer's device. The device would not be able to adequately function, if it was used on a patient, due to this condition. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). The customer has advised physio-control that they replaced the therapy connector assembly, which did resolve the reported failure. Proper device operation was then observed through functional and performance testing. The device has since been returned to service for use. The device will not be returned to physio-control for evaluation.